Manufacturer narrative:
The customer's address is unknown. New jersey (nj), USA has been used as a default. The initial reporter also notified the FDA on 3 august, 2020. Medwatch report # mw5095703 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing had a tear and leaked. The following information was provided by the initial reporter: material no.: 2426-0500, (provided 2429-0500) batch no.: 20053239. It was reported there was a tear in the tubing which resulted in leakage of normal saline. Verbatim: fluid leaking from portion inserted into pump. Normal saline was being administered to patient and rn noticed leaking on the floor. Upon assessment, she visualized a tear in the tubing where the tube is inserted in the alaris pump.